Manufacturer narrative:
Manufacturer ref no. : (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found a failed input/output printed circuit board ( I / o pcb ) , which is a known contributor to the reported symptom. The failed I / o pcb was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. Any patient injury or involvement is unknown.